Manufacturer narrative:
According to the customer, on (B)(6) 2025, a right lower leg "degloving injury" was sustained by a user of the device while transferring from a "wheelchair to bed." The user has been hospitalized in acute care for the "past two weeks" following surgery and wound vac placement. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025, a right lower leg "degloving injury" was sustained by a user of the device while transferring from a "wheelchair to bed." The user has been hospitalized in acute care for the "past two weeks" following surgery and wound vac placement.

Manufacturer narrative:
Update to h6: investigation findings (c).